Event description:
It was reported that, during a knee procedure, the fast fix t1 & t2 deployed at the same time. The ts were removed from within the patient. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was returned. The depth limiter button was not in the default position. The deployment needle was in the t2 position. T1 was broken. A functional evaluation was conducted. The deployment needle functioned as designed. An analysis of the enclosed image appears to show a fast fix device in clear packaging with a detached suture and two anchors. There is also a product box in the image. The complaint was confirmed and the root cause has been associated with a stress problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the peek-optima lt 3 injection moldable polymer print specification found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material. No containment or corrective actions are recommended at this time.